Event description:
Nurse sustained an accidental needlestick upon reaching into a box of lancets. 6 lancets were found to be uncapped in box. Box was 3/4 empty when incident occurred. Box was located in facility med room, where healthcare staff obtains medical devices for use.